Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited far-field oversensing. In addition, the patient reported a vibration sensation. Engineering investigation found the ICD system appears to be operating as programmed. Additional information has been requested but not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.